Manufacturer narrative:
The insulin pump had unexpected restart alarm after battery change due to broken interface board solder joint. No unexpected re-boot or screen display anomaly noted during testing.

Event description:
The customer's mother reported via phone call that they received unexpected restart alarm after battery change. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.